Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(4) of a break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for end stage renal disease (esrd) via continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On (B)(6) 2011, baxter product surveillance contacted the patient regarding a previously reported issue with the home choice (hc) device. During the call, the patient stated she had an unknown infection for which she was taking unspecified antibiotics. Baxter contacted the nurse on (B)(6) 2011 and the following was reported. On an unreported date, a break in aseptic technique occurred described as possible touch contamination. On (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was the break in aseptic technique. The patient was not hospitalized. On an unreported date in (B)(6) 2011, the patient began remedial treatment with vancomycin. On an unreported date in (B)(6) 2011, the patient was retrained on aseptic technique, therefore the event of break in aseptic technique was considered to be resolved. On an unreported date in (B)(6) 2011, the bacterial peritonitis with culture positive for staphylococcus resolved. Dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. The nurse stated the event of bacterial peritonitis was not related to dianeal pd4 ambuflex, dianeal pd4 ultrabag or the hc device. A causality statement was not provided for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888107, gd886119 and gd886135 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.